Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies and pain at the implant site followed by loss of lock. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. In 2006, the patient was seen by a company representative for device evaluation. Testing confirmed that the device was not functioning. Surgery to explant the patient's device has been scheduled.